Event description:
It was reported that insulin gauge displayed amount different than expected and that fill estimate remained stuck at 45 units since saturday morning despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was educated that this could occur due to large differences in measured pressures used to calculate insulin remaining and was advised that once actual insulin amount matched the static display, fill estimate would begin to count down normally, which caller understood and acknowledged.